Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver showed a transmitter failed error. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. No share log data was available for review. The reported allegation was not found with the returned transmitter. The complaint confirmation of a transmitter failed error could not be determined. The root cause could not be determined.